Event description:
The patient presented with low output current and high impedance. The patient was referred to neurosurgery for a full revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery and it was observed that the lead was twisted from patient manipulation. The explanted products were noted to have been discarded. No other relevant information has been received to date.